Event description:
It was reported from the us that during an orthopedic surgery that the device broke while impacting the glenoid. All pieces were removed from the wound. Patient¿s health was stable leaving the operating room. There was a delay to surgery and no patient harm. The agent was not present at surgery. The agency associated with this event is inactive. No further information is available.

Manufacturer narrative:
(B)(4). Analysis completed on 03/22/2019 by (B)(4). The failure mode has been previously investigated in prior complaints: previous investigation complaint numbers for this complaint report are located in the electronic folder under ¿c2018-843 complaint history findings: the fractured glenoid impactor tip appears consistent with abnormal or aggressive use. The broken device reported in experience (B)(4) was likely the result of abnormal or aggressive use inconsistent with the intended use of this device the rmr for this glenoid impactor tip, 750-2007-026-rmr-instrument rev k, was reviewed. The risk is captured in line 18. Sent to instrument servicing for possible rework. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. All pieces were removed from the wound. An investigation was conducted; the broken device reported was likely the result of abnormal or aggressive use inconsistent with the intended use of this device.